Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported a power on reset (por) 0x400 parity error was seen and therapy had stopped. There were no trauma/falls related to the issue. The patient had a CT scan 5 days ago. The por was successfully cleared. The patient was redirected to the healthcare provider (hcp) and the representative was to follow-up with the hcp to make him aware of the situation. The issue was resolved. No further complications were reported/anticipated.